Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
It was reported that the patient was admitted into the emergency room due to atrial arrhythmia. It was also reported that the patient received shock during atrial fibrillation and later converted into sinus rhythm. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event. The patient is part of the (B)(6) study.